Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that during stenting of the mid rca, after the lesion was treated with a xience v stent that was not pre-dilated, the plaque shifted distally. A second xience v stent was deployed to cover the plaque shift. There is no further event or pt info available.